Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 600's mg/dl and the customer was vomiting. Multiple boluses were delivered to address the bg level. The cause of the high bg was not known. A bolus via the pump and insulin injections were administered to address the bg level. The customer went to the emergency room and was hospitalized for diabetic ketoacidosis (dka). The ketone level was considered as being dangerous by a healthcare provider. The customer was treated with intravenous insulin and fluids and insulin injections resolving the high bg and dka. The customer had changed out the infusion set site. A pump system check had been performed and no device issues were identified. The customer changed out the pump supplies and pump therapy was resumed. The customer was discharged on (B)(6) 2017. Prior to discharge, the customer had a heart stent procedure. The customer could not confirm if the high bg contributed to the need of the stent as the customer had a separate heart condition.